Manufacturer narrative:
Insufficient information to make any hypothesis, no hardware or software issue identified with available data. The complaint text and customer data were reviewed by the investigation team. A software engineer explained that the instrument accepts the specimen ID (tube barcode) that is read in the analyzer, then determines what test to run for that ID. It does this by first searching the work list for an entry with the same specimen ID. If none is present, and "host query by specimen ID" is enabled, a query will be sent to the host computer to see if a test order is pending for that ID. If the work list or host computer does not have an entry for this specimen ID, it is run using the work list standard processing conditions. The standard processing conditions do not include demographic information (see p. 2-74 of the cell-dyn sapphire system operator's manual. Since the report does have demographics information, it is likely that a pending work list entry or host computer entry was matched. Even if the barcode was somehow misread, it would require that 2 different entries with the same specimen ID had to be in the work list or host computer. If the barcode was read correctly, and the correct test order was matched, it would mean that only the specimen ID was somehow changed to the previous specimen ID. Given that the specimens were run about 40 minutes apart, and >100 specimens were processed in between, it's difficult to come up with a hypothesis on how this could occur. Additional information from the customer relating to the complaint incidents was requested. Unfortunately, no additional information was provided by the customer; therefore, no conclusion can be reached regarding whether or not this was a system behavior, or some other behavior (i.e. Mislabeled tube, incorrect lis test order, etc.). Review of the cell-dyn sapphire system operator's manual found section 2, pages 2-74 and 2-75, provide guidelines for customizing the work list standard processing conditions. The manual states: "the default processing conditions (for example, test selection, parameter set, limit set), known as work list standard processing conditions, are applied to specimens when there are no matches with work list entries." The case incident, cited in this complaint found matches with the work entries and provided the demographics of the records found. In addition, review of the domestic and international complaint analysis trending system (cats) and trending analysis support system's (tass) trend analysis reports on the mtrs database for 2008 through 2008 found no adverse trend for the cell-dyn sapphire, for this complaint issue. These are the most recent cats and tass reports available. Conclusion: based on the investigation of this complaint, no product deficiency was identified for cell-dyn sapphire, for the complaint issue. This is the final report.

Event description:
The account stated that the cell dyn sapphire analyzer generated a pt report with the incorrect name, date of birth, and sex on it. There was no impact to pt management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.